Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that he experienced a "packaging issue" with his onetouch ultra blue test strips (50-count). The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that at an unspecified time on (B)(6) 2011, the patient discovered that the box of 50-count onetouch ultra blue test strips that he purchased was allegedly "expired". The patient stated that he manages his diabetes with a combination of medications, 1000mg of metformin and 50units of lantis, and took his usual, daily dose of medications in response to the reported issue. At an unspecified date and time after the alleged issue occurred, the patient claimed to have developed symptoms of "blurry vision and high blood pressure". The cca was also informed by the patient that on four different occasions, he had to go to the emergency room where he was administered with IV glucose and was tested on two different days with the hospital's meter (unknown device) and obtained the following readings: "165 and 280mg/dl". This complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury and received medical treatment after the alleged issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.